Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "during the operation, the drill bit hit to the tka and broke. The broken tip of the drill bit was left in the patient body. The operation completed without problem. There was no heath impact to the patient".